Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient encountered poor communication on the patient programmer (pp). The caller reported that she did not feel like the implant was working. The antenna was confirmed to be secure and in sync with the ins. This did not resolve the issue. The pp was placed directly over the skin and the issue was not resolved. It was reviewed with the patient that due to change in symptoms and poor communication with or without antenna the ins battery might have been depleted and patient was recommended to follow up with healthcare professional to check further. No further symptoms or complications reported/anticipated.